Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a catheter entrapment occurred. The target lesion was located in the popliteal artery. The 6x120x120 epic vascular stent was advanced over a non bsc guide wire and became stuck. The event happened outside the patient. Another unspecified bsc stent was used and completed the procedure. No patient complications were reported and the patient's condition was fine. However, returned device analysis revealed a stent partially deployed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the epic stent delivery system (sds) was received with a guidewire. There was blood on the tip. The safety lock was present. The guidewire was protruding 32 cm from the distal tip and 72 cm from the proximal end of the sds. The stent was partially deployed 13.5 mm, as received. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The finished diameter of the guidewire was measured to be .03300". The sds and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, even after soaking the guidewire could not be removed. During analysis the stent was fully deployed in order to examine the inner shaft for any damage. Microscopic examination of the inner shaft revealed the inner shaft was necked-down 8 cm from the distal tip. The inner shaft was stretched 1.5 cm - 8 cm from the tip. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).